Manufacturer narrative:
The analysis showed that the insulation in the distal area of the lead body (especially near the valve level) was damaged due to abrasion. With a high probability, these damages can be considered the cause for the clinical complaint. This kind of damage is the result of extensive mechanical stress on the lead over a longer period of time. The location and characteristics of the abrasion suggest extensive mechanical stress on the lead in the area of the valve level as well as interaction with other leads. The returned x-ray images were analyzed. The lead showed an s-shaped conduction in the valve area and the right ventricle, which facilitated the lead's extensive movement. It cannot be excluded that the increase in lead movement, its interaction with the tricuspid valve and the conductions of the other implanted leads contributed to the identified damage. No manufacturing or material defects could be detected.

Event description:
Ous MDR - after an implantation time of about 45 months, an inappropriate shock delivery due to noise was reported. The lead was explanted, no further information is available. No worsening of the patient's state of health was reported.